Event description:
It was reported that balloon rupture occurred. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, on the second inflation at 10 atmospheres for about 1 minute, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injury reported, and the patient was in good condition after the procedure.